Manufacturer narrative:
H3, h6: device was returned for evaluation. Per initial receipt of the device, the brace was in good condition and functional. Per evaluation of the device - the condition, functionality and manufacturing form the brace is built within specifications. No issues were found.

Manufacturer narrative:
No device was returned for evaluation. If the device is received, a follow-up report will be submitted upon completion of product evaluation.

Event description:
It was reported that "the patient was playing basketball while wearing the brace on (B)(6) and ran from behind an opponent, took a longer step to steal the ball and felt a pop and pain. Felt knee slid over top of itself. "MRI (magnetic resonance imaging) on (B)(6) revealed complete tear of reconstructed acl (anterior cruciate ligament) and medial meniscus tear. Surgery is scheduled for (B)(6) 2019 to fix the ruptured acl and medial meniscus tear."